Event description:
It was reported that there was an issue with the incorrect time setting on the pump, and the caller was assisted in updating it. The customer's blood glucose levels remained within the normal range as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support advised the customer to monitor the time setting for any further discrepancies and follow up if the issue recurs, which the customer acknowledged.